Manufacturer narrative:
Other text: b3: date of event is unknown. G5: 510k is unknown; d4: UDI number is unknown. One device was received for evaluation. Visual inspection found the tamper seals to be intact. The device was observed to be in good condition. The device?s event history log was reviewed for evidence of the reported problem, it was confirmed the date setting was misaligned, and the most recent entry had a record of a no disposable alarm in the log. Functional testing was conducted. The reported problem couldn't be duplicated. It was revealed it is possible the downstream sensor, upstream sensor, or disposable could have been defective. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported the device exhibited an alarm resulting in the device operations unable to be performed. Patient involvement is unknown.